Manufacturer narrative:
The product has not been returned, so no evaluation was possible. The customer reported resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would be aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct " cracking" noise resulting in stripping of the threads of the component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Customer called in pod and explained that when activating his pod it was difficult to fill. He forced the insulin in and wore the pod. Advised customer not to do that moving forward. Customer's history is as follows: 7:28 am activated a new pod. Initiated a bolus of 2.2 units, bg 191 8:12 am bg 272 correction bolus 4.3 units 10:50am 334bg- customer hadn't eaten anything that morning. No further info reported.